Event description:
The customer reported that during use on a pt an 840 ventilator was displaying a low o2 error message. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the o2 cell and that resolved the issue. The unit passed extended self-testing. Covidien was not authorized to service the device.